Event description:
The physician informed the patient within the first year that their prosthesis was loose. The patient wanted to know if sulzer; dupont or dow corning made any part involved. The patient wears a knee brace all of the time. The patient will call back with the catalog numbers to confirm if this is a depuy product.